Event description:
It was reported that the device failed to deliver energy when trying to cardiovert a pt. The device was powered for delivery of energy four times but only delivered energy 2 times. The pt was not injured as a result of the failure to deliver energy.

Manufacturer narrative:
Physio-control, inc. Evaluated the device. The root cause has not been determined. Physio-control continues to investigate this complaint.